Event description:
Medtronic received information regarding a imaging system being used in an unknown procedure. It was reported that the system was unable to open the system. Patient was present. There was unknown surgical delay and impact on patient outcome.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and door would not open. Found the gantry rotor was not physically homed. Homed and tested. Also showed two rt how to check if system wasn't homed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000168. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received "there was no patient involved, site just wanted the system looked at in case of any emergency over the weekend, since they had complications opening the door after a possible collision when transporting the imaging system".

Manufacturer narrative:
Additional information: updated b5 and annex f code (f27). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.